Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.

Event description:
A customer reported to baxter product surveillance of an extension set in which an air in line alarm occurred. This happened when this set was connected to a plum set that has pittosin medication being pumped through a plum pump (when this set is not used, there is no alarm). The alarm occurred when the rate was increased from the lowest rate setting. This condition occurred during an infusion. There were no reports of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.